Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082774) on 30-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("I developed severe allergic reaction to nickel") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had to have remove essure immediately). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082774) on 30-jan-2019. The most recent information was received on 15-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("I developed severe allergic reaction to nickel") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had to have remove essure immediately). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: quality safety evaluation of ptc(product technical complaints). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.